Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# va0atc6, implanted: (B)(6) 2013, product type: lead, product ID: 3389s-40, lot# va0atc6, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, lot# 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient was going to have an MRI of the brain for a potential stroke the patient may have had. The patient was in the emergency room (ER) at the time of the call, so the hcp thought the stroke occurred the day of this report. The hcp already had the MRI guidelines and wanted a manufacturer representative (rep) to check the system. Relevant medical history included parkinsons dual and movement disorders. Follow-up was performed to determine what symptoms the patient experienced with the possible stroke and what interventions were taken to resolve the possible stroke. This event will be updated if additional information is received.